Manufacturer narrative:
Complaint confirmed. One unpackaged ar-6530, batch 0066101866 device, along with three sealed ar-6530 devices from the same batch, were received for investigation. When compared to a freshly unpackaged ar-6530 cannula, it was identified that the complaint cannula had been severely bent. Additionally, the distal end of the cannula was chipped. The fragments generated during the event were not returned for analysis. The observed condition is consistent with user applied mechanical damage to the device during use, such as through prying/leveraging the c10155-01 obturator within the cannula during use. The obturator used with the complaint device was not returned for inspection.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy surgery the device broke at the edge inside the patient. The broken off piece was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.